Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer inspected the returned sample and photograph provided. Bd received one unused, insyte autoguard 20ga retracted unit and an opened empty package from catalog number 381534, lot number 8156681. One photo was also submitted for evaluation which displayed a package label and a 20ga unit with a bent needle tip. Through the visual/microscopic evaluation, the needle was retracted to the out position where the needle was found bent at the notch. The catheter tubing was also slightly bent near the tip with no signs of cuts, holes or slits. The slightly bent catheter tubing was a result from the bent needle and would not affect the fit, form or function. The needle and catheter are bent, but a hole in the catheter was not found. Since the unit was received out of its original packaging, bd could not determine a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a hole in the catheter prior to use. The following information was provided by the initial reporter: material no: 381534 batch no: 8156681. Event description states: the concern: may 19 ¿ cathlon was bent at tip and had a visible hole (almost appeared as it was purposely done). Noted when package was opened and cap removed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20 g x 1.16 in (1.1 x 30 mm) insyte autoguard experienced a hole in the catheter prior to use. The following information was provided by the initial reporter: material no: 381534, batch no: 8156681. Event description states: the concern: may 19 ¿ cathlon was bent at tip and had a visible hole (almost appeared as it was purposely done). Noted when package was opened and cap removed.